Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that patient was diagnosed with infectious disease on (B)(6) 2018, for suspected driveline infection. The patient was treated as an outpatient, until admitted on (B)(6) 2018 for decompensating heart failure the culture grew (B)(6). The patient was treated with antibiotics and was discharged.

Manufacturer narrative:
Section (additional information): the referenced previous driveline infection was reported under medwatch MFR report # 2916596-2017-02544. The device remains implanted and the patient remains ongoing on vad support. A specific cause for the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.